Event description:
It was reported that during an unspecified procedure, the stent delivery system froze on the guide wire. The lesion was located in the left subclavian artery. The nature of the lesion is unk. The sentinol 7mm x 59mm x 135cm self-expanding nitinol biliary stent system, was advanced over another MFR's guide wire, and froze on it. Both sentinol self-expanding nitinol biliary stent system and guide wire were removed together. The procedure was completed with another of same device. The pt's status was reported as "ok."